Manufacturer narrative:
Concomitant medical products: model mn10450-50a, drg lead and therapy dates: unknown.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05363. It was reported the patient experienced loss of therapy due to lead migration. X-ray confirmed both the l5 and s1 leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with new leads. Reportedly, therapy was restored post operatively.